Event description:
They informed us that during an infusion of physiologic solution and after checking. They found no catheter in situ. The pt was moved into the radiological room where it was reported a catheter migrated into the right ventriculum and pulmonary artery. They removed it with a radiological intervention using a goose-neck device.

Manufacturer narrative:
A lot history review (lhr) of reya1330 showed no other similar product complaint(s) from this lot number. The device has not been returned to the MFR for eval.